Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was noted that there was no device malfunction due to water damage/discoloration, but it was recommended to exchange. There was no adverse patient effect from the exchange.

Event description:
It was reported that there was some red discoloration on the user interface (ui) membrane of the patients primary system controller. They had some concern for water damage and wanted to send the controller back for investigation. The patients controller was exchanged and would be returning.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of discoloration on the user interface was confirmed with the returned system controller (serial # (B)(6)). It was reported the system controller was exchanged due to concerns of fluid ingress. Visual inspection revealed what appears to be a pinkish discoloration on the user interface. No functional issue was identified during the analysis relating to the reported issue. The device was dismantled. Visual inspection of the internal subassemblies and underneath the user interface membrane was unremarkable. The discoloration appears to be only on the surface of the user interface. A root cause that led to the discoloration on the user interface could not be determined. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. No further information was provided. The manufacturer is closing the file on this event.